Manufacturer narrative:
During quality investigation testing, the customer's complaint was confirmed; the device overheated. Further investigation revealed broken bearings and the balanced rotor was identified as the primary case of the failure. The device was repaired and returned to the customer.

Event description:
A stryker impaction drill was sent in for repair due to overheating during a tooth extraction. No adverse event was reported; the procedure was completed with another drill without any procedure delay.